Event description:
It was reported that patients spinal cord stimulator paddle lead had migrated. It was noted that patients implantable pulse generator was replaced for unknown reason. The patient underwent an ipg and lead replacement procedure. The explanted device will not be return due facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 519669. UDI: (B)(4).